Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-nov-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-nov-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a permanent implant, leads were placed epidural and posterior t7-9. Intraop testing showed good placement for pain pattern. Upon removing tuohy needle patient started to bleed. Physician removed both leads and aborted procedure in order to contain bleeding. Physician plans on revisiting scs implant after new labs for patient are done. Leads were explanted intraop after patient started bleeding when tuohy needle was removed. Patient anticoagulant labs in normal range. Patient claimed in preop to have stopped blood thinners. Leads were removed to visualize bleeding better.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no ins was opened for this case. The bleeding was not conclusively determined but was mitigated with no harm to the patient. There was no date planned for future surgical procedure at this time.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Product ID 977a260, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.